Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity (also reported as potentially twelve) of low recirculation volume apd set with cassettes were damaged. There was a "slice" observed in the tubing during set up. There was no damaged noted to the overpouch of the cassette and no other damage was visible upon inspection of the product.

Manufacturer narrative:
B5: there was no patient involvement. No additional information is available. H10: twelve devices were received for evaluation. Three of the devices were received in an open pouch and nine were received in unopened pouches. During visual inspection, scuff/scratches were observed on the drain line tubing and supply line tubing next to the tack weld. The sets underwent functional testing, including leak, clear passage and clamp functioning testing, and the sets performed according to product specifications. No leaks observed in any of the devices. The scuff/scratches are cosmetic in nature and do not affect the functionality of the device. Therefore, there was no risk to the patient as the scuff/scratches on the tubing did not result in a breach in the sterile pathway. The reported condition was verified. The cause of the condition was determined to be manufacturing related, caused by tubing grippers during the automated assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.